Event description:
The customer reported that the system displayed system error message. This resulted a loss of imaging functionality. There is no report injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.